Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to establish a connection with the imaging system. Navigation was aborted. There was no patient impact reported and no delay to surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the computer was replaced and after working to enter the correct numbers the issue was resolved.